Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an episode of noise. The noise was oversensed by the device. No adverse patient effects were reported and the patient was not pacemaker dependent. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. It was discovered that there was insulation abrasion through to the conductors approximately 30-31 centimeters from the is-1 terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. The clinical observations reported were associated to the anomaly found in the lab.